Event description:
The pt went in for a pump refill. They took out 5x more than the amount that they typically took out at a refill. The pump had alarmed the night before at about 9:30 and then again the day of the refill. They did some tests to determine if there was an issue and they did determine the pump wasn't functioning appropriately. The previous pump was working fine but since pump replacement the pump wasn't working; the pt was having a lack of therapeutic effect. The rptr was wondering why the catheter would not work with the new pump when it had worked with the previous pump. It was noted that at implant, the medication from the old pump was put into the new pump. The pt had upcoming appointments with the hcp. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).